Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced as it did not work well after ablation. The explanted ipg was not returned to bsn. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort.